Event description:
It was reported that during a laparoscopic gastric bypass the staple lines opened up. The surgeon had to hand sew the staple lines. There was no consequence to the patient. The devices were discarded.